Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. An 8mm x3.50mm nc quantum apex¿ balloon catheter was advanced for dilatation. However, during inflation at nominal pressure, the balloon ruptured. The device was removed from the patient's body and the procedure was completed with a different device. No patient complications were reported.